Event description:
Spontaneous call from patient reporting an issue with the whisperject device, injection jammed and patient missed dose. No adverse event from missed dose. No further information. Lot number and expiration date unknown. Reported to (B)(6) by pt/caregiver.